Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient on peritoneal dialysis (pd) therapy experienced bacterial peritonitis and subsequently passed away. It was reported that the patient was hospitalized for an unrelated indication prior to the event. During hospitalization, the patient experienced a breach in aseptic technique, which resulted in bacterial peritonitis. The breach was further described as lack of aseptic technique by the nurse in the hospital. Treatment for the event was not reported. It was reported that twenty three days after hospitalization, the patient passed away. The cause of death was reported to be due to peritonitis and an unrelated indication. One day before the patient passed away pd therapy was discontinued and the patient was placed on continuous renal replacement therapy prior to the time of death. An autopsy was not performed. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). It was reported that the patient experienced peritonitis on an unknown date during (B)(6) 2015 hospitalization. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.